Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 9.91 years since initial implant, this female patient with bmi 32.1 underwent a right side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2020, the patient underwent revision due to a periprosthetic fracture. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the fracture and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.